Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/dimensional evaluation: the device was returned. The safety clip was missing upon receipt. The valve was loose. The 2-way stop cock was returned with the device and was received nearly 100% open. A break in the gray outer sheath was observed approximately 249mm from the proximal end of the handle at the catheter reinforcement area. The inner catheter was stretched and four kinks were found approximately 57mm, 78mm, 87mm, and 111mm from the distal tip. Approximately 111mm of the stretched inner catheter was exposed. The stent graft was found to be released and was not included with the returned sample. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for an outer shaft break, as the outer sheath was torn off at the catheter reinforcement area. The investigation is inconclusive for failure to deploy, as the delivery system was received in the deployed configuration and the stent graft was not included. In addition, the condition of the returned sample indicated that high deployment forces had likely been applied. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause could not be determined. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Complainant occupation type. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent graft could not be deployed after being positioned at a tight bend in an a-v graft. Several attempts were made to deploy the stent graft until the outer sheath broke. The entire device was removed and another stent graft was used to complete the procedure. There was no reported patient injury.